Event description:
It was reported that the device was displaying a service indicator and had multiple error codes logged in memory. It was also indicated that the device would not operate on battery power. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was an electrically leaky filter, designator fl4.